Event description:
Customer reported significantly diminished vaporization at 31,971 joules during a prostate procedure. The case was completed with a second fiber. The pt outcome was reported as "good".

Manufacturer narrative:
The customer's initial report of diminished fiber vaporization, is not considered a reportable issue. The device was returned to the MFR and analyzed. Upon analysis of the returned fiber, the fiber's glass cap was found to be detached, the metal cap showed signs of detritus and overheating - the glass cap was returned. The fiber condition would likely results in activation of the systems fiberlife function (high fiber tip temperature/overheating) which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. Based on the analysis findings, a detached fiber cap will also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The component's fiber and cap refer to the results thermal problem.